Event description:
During surgery on (B) (6) 2010, the surgeon was turning the sequoia dorsal height adjuster in a clockwise direction, when a halfmoon piece of the instrument broke off into the wound. All pieces were removed from the wound, and this caused no surgical delay or harm to the patient...

Manufacturer narrative:
Product is an instrument and not implantable. Evaluation is pending upon completed investigation of the product.